Event description:
It was reported that during initial implant, the left ventricular (lv) lead was not used due to high thresholds. The lv lead was replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 implantable tachy lead (B)(6) 2008. (B)(4).